Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during testing. However, the report could not be duplicated. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The user interface module (uim) board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.